Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The patient is male and (B)(6), did v-p shunt with (B)(4) on (B)(6) 2015. There was no abnormality during procedure. Initial value of pressure was 120mm h2o. The patient had a fever and insensible. Lumbar puncture test indicated the leukocyte value continued to rise. After some inspections it was an intracranial infection. The surgeon did the revision surgery on (B)(6) 2015 and the device was removed. The patient condition is stable. .

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 160mmh2o. The valve was visually inspected: no defects were noted. The valve was irrigated with purified water. An occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheter was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, no leaks were noted. The valve was tested for programming. The valve failed the test, during the programming process the cam mechanism did not move. The siphon guard was removed. The valve was then pressure tested at 160mmh2o, passed. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3832 with lot crdb06, conformed to the specifications when released to stock on the 16th april 2014. Review of the sterilization certificate for the valve conformed to the specifications when released on the 10th april 2014. Review of the history device records confirmed the catheters product code 82-3072 with lot ctgdbl, conformed to the specifications when released to stock on the 28th may 2015. Review of the sterilization certificate for the bactiseal catheters conformed to the specifications when released on the 22nd may 2015. The root cause of the problem found during investigation is due to biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. No problem was found with the bactiseal catheter. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.